Event description:
It was reported that the patient's implanted left ventricular (lv) lead was dislodged. Fluoroscopy confirmed the lead dislodgement. The lv lead was capped on (B)(6) 2025. The patient was in stable condition.